Event description:
Flush bag ran out without notice, and filter did not work resulting in air entering rcca (right common carotid artery). Patient almost immediately experienced neurological status changes, requiring hyperbaric oxygen treatment, and continued hospitalization. Total recovery is possible/probable, but not yet attained.